Event description:
Towards the end of a navigated knee replacement surgery, one of the two temporary fixation pins used for the tracking reference on the tibia was broken with the broken end being left imbedded in the pt's tibia. The pin was reportedly placed through an area of the proximal tibia where the keel of the tibial baseplate was to be positioned such that when the surgeon was broaching for the keel, the pin was cross-impacted in the tibia by the broach. The breakage of the pin was observed when the pin was removed from the side of the tibia after the broaching was completed, and the tibial baseplate was cemented in place. The surgeon elected to not retrieve the broken end from the pt's tibia. The surgery was completed without any further effects.

Manufacturer narrative:
Failure description and analysis: per a post-op x-ray of the pt's tibia which was reviewed by the sales rep after the surgery, the broken end portion of the pin was lodged in the proximal tibia. Its length was estimated as approx 0.5 to 1.0 inches. The fragment extended from the wall of the tibia to over the area of the distal end of the keel of the tibial baseplate. Such a location is consistent with the pin being cross-impacted by the broach as had been reported. In addition, the component's mfg history was reviewed and did not indicate any deviations or other potential anomalies. Risk analysis and corrective action: it was determined that the chance of pin breakage causing any serious injury to a pt is very low. The pins were designed with potential breakage as a known failure mode similarly as in standard fixation pins as well as drills and screws. With respect to the likelihood of an occurrence, this is the second occurrence of this type out of a total of over 10,000 pins that have been distributed. The likelihood of future occurrences should be very low given that surgical misplacements of this nature are generally unexpected. Therefore, considering the above level of risk and the current low incidence rate, existing user instruction warnings will be re-issued to sales rep to underline with users the potential effects of misplacing the pins.